Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the mechanical operation of the catheter was damaged, the mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit, and the slitter was analyzed.

Event description:
It was reported that during the implant of the left ventricular (lv) lead, during slitting of the delivery catheter there was a very thin plastic strip that was scratched off. The plastic strip is transparent so the physician and the nurse did not see that the strip wrapped around the lv lead connector. The plastic strip almost ripped out the lv lead as the nurse grabbed the delivery catheter to throw away after slitting. Slitting the outer delivery catheter with the same slitter was no issue. The remaining portion of the procedure was completed without any issues. Problem solving and further actions: no troubleshooting since the lv lead stayed at its positon after slitting procedure. It was also reported that it is unclear whether the slitter or the delivery catheter caused the thin transparent plastic strip. No patient complications have been reported as a result of this event.